Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(6). No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported. Part not received by manufacturer.

Event description:
A medtronic representative reported that, while in a spine procedure, when taking an image of 400 pound patient, the image came out grey with white spots and had a warning that stated that this image is not appropriate for navigation. The imaging system then re-booted itself. The spinal fusion was minimally invasive. The surgeon opted to discontinue the use of the imaging system. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was 10 minutes. There was no impact on patient outcome.

Manufacturer narrative:
The patient weight initially reported in the describe event or problem section of the initial MDR was incorrect and should be (B)(6).

Manufacturer narrative:
(B)(6).